Event description:
Spontaneous call. Patient reported that medication was not moving through the needle set the past two infusions and she felt that nothing was infusing at the infusion sites. Unknown if patient missed a dose; no adverse event reported; unknown if device available for return; unknown lot/ expiration. No further information known. Reported to (B)(6) by: patient/ caregiver.